Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure (B)(4) was not confirmed or duplicated by a baxter service technician. Therefore, no assignable cause can be provided. Due to a lack of customer approval for the cost of repair, no repairs were made to this pump and it was returned un-repaired to the customer. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 814:04, which occurred in the general pt ward. This event interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.